Manufacturer narrative:
Concomitant medical devices: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8840: product type: programmer, physician. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4).

Event description:
It was reported that the pump inadvertently went into a stopped pump mode during update of the new pump on the back table (B)(6) 2015. Infusion programming with the 8840 physician programmer was discussed. The issue was resolved. No intervention was reported for this event. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.